Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation it was noted that the implantable cardioverter defibrillator (ICD) and shocking right ventricular (rv) lead exhibited high shock impedance measurements of 195 consistently in triad configuration. When programmed rv coil to can the shock impedance measured greater than 200 ohms. Further review found that the daily measurements for the rv lead had been programmed off for at least a year. Review of the measurements from the patient's medical record chart show a slow rise in shock impedance measurements. One year ago the shock impedance was high and out of range at 155 ohms and slowly climbed to 170 ohms three months earlier. Boston scientific technical services (ts) was consulted and the field representative noted they programmed daily measurements back on for the rv lead ts discussed possible reasons for the increase in impedance measurements and suggested further testing including defibrillation threshold (dft) testing or commanded shocks. A 1.1 synchronized commanded shock was performed and yielded the shock impedance measurement of greater than 125 ohms. Approximately ten days later a revision procedure was performed where a fracture near the distal coil was observed. The rv lead was surgically abandoned and replaced. The ICD was also explanted for reported normal battery depletion and replaced during the procedure. No additional adverse patient effects were reported.